Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A nurse reported that during cortex phase in irrigation mode, irrigation came out for 5-10 seconds and then stopped. Additional information provided by a company representative indicated that the event occurred at the end of the surgery and the procedure was completed without any delay. A patient was involved but did not experience any harm. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The fluidics module and the fluidics controller printed circuit board (pcb) were replaced to address the issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. The reported event was replicated and attributed to a nonconforming fluidics module and the fluidics controller printed circuit board (pcb). However, how or when (either of these modules), became nonconforming remained inconclusive.